Event description:
It was reported that during a da vinci s surgical procedure that utilized the prograsp forceps instrument, the patient was burned.

Manufacturer narrative:
The instrument has not been returned for failure analysis investigation. The root cause of the customer reported failure mode cannot be determined. Multiple attemtps have been made to gain further information about this event, however, as of the date of this report the site has not responded. If additional information is received a follow-up MDR will be submitted.

Manufacturer narrative:
The instrument was returned and evaluated. As the instrument is non cautery capable the customer reported complaint could not be confirmed. No cautery damage was evident on the instrument and no damage was found. Multiple attempts have been made to gather additional information from the account, however as of the time of this report the site has not responded. If additional information is received a follow-up MDR will be submitted.